Event description:
The customer reported that their transformer fell apart when they were putting it away.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer stated that the back of the transformer fell off exposing the underlying electronics. The customer stated that there were no injuries as a result of the issue. The customer also indicated that she would return the original product. However, as of the date of this report, the product has not been received. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.